Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) stated heater bag became disconnected from tubing line. The hp stated that she did not connect tubing line tight enough and the line disconnected. The hp stated she reconnected line to heater bag but stopped homechoice (hc). No alarms had occurred. The baxter technical service representative (tsr) advised hp would need to end therapy and start over with new supplies. The tsr advised hp to inform peritoneal dialysis registered nurse (pdrn) of line disconnecting. The tsr assisted hp with ending therapy. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the connection issue. The cg reported that the issue was resolved by starting over with new supplies. Per cg, there were defects on the supplies. The cg confirmed that the home patient (hp) had not tightened the heater line and it came loose. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for connection issue is confirmed and the root cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.